Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.25x28mm promus element stent was advanced through the guide catheter the stent dislodged from the balloon prior to entering into the patient's anatomy. The procedure was completed with another 2.25x28mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.25x28mm promus element stent was advanced through the guide catheter the stent dislodged from the balloon prior to entering into the patient¿s anatomy. The procedure was completed with another 2.25x28mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. Kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was also present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).